Event description:
During use of the device for a ECMO surgical procedure, the user reported the centrifugal drive motor was very hot. The motor was in operation for approx two days before overheating. The user also noted there was clotted blood in the pump head. An alternate device was employed to conclude the procedure. The user reported there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.